Event description:
It was reported that as the viscoelastic was being injected into the anterior chamber, the cannula came loose from the syringe and speared into the cataract. The cataract was pushed posteriorly breaking some of the zonule attachments. The cannula was retrieved and the pt referred to a retinal specialist to complete surgery.